Event description:
Cooper surgical coated leep vaginal speculums have smoke tubes to evacuate the smoke during the procedure. The coating isn't uniform throughout the smoke tube and there is consistent "overspray" where there are spotty coating that peels off over time potentially risking pieces of insulation coating falling out of the smoke tube. If coated uniformly throughout the smoke tube, this would be resolved as we have not had any issues with peeling coating anywhere else on the speculum that has been uniformly coated.